Event description:
It was reported that patient was revise on a left hip due to failed prosthesis. The femoral stem was loose in the cement mantle and was removed and revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.